Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a battery out limit after a battery change. Customer's blood glucose was 122 mg/dl. Customer was hospitalized due to a heart problem, not device related. Customer mentioned the batteries were out of the device greater than duration allowed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.